Event description:
Same case as MFR# 2134265-2008-02873. It was reported that post a percutaneous transluminal angioplasty procedure in-stent-restenosis occurred. A wallstent of unk size was implanted in the subclavian vein. The procedure was successfully completed without any pt complications. Post procedure, (unk timeframe) in-stent restenosis occurred. After an unspecified guide wire crossed the lesion, the lesion was dilated with the 8.0 x 40 mm sterling over-the-wire balloon. The balloon was inflated to 12 atms and it was noticed that there was leakage of the contrast media. Upon removal, a pinhole rupture was noticed on the balloon. The procedure was completed with a different device with no pt complications reported. The pt's current condition is listed as "stable"

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.